Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR: part: 03.037.032; lot: 9327521; manufacturing site: haegendorf; release to warehouse date: january 19, 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device evaluation: damage: visual (appearance not as expected). Visual inspection: the nail extractor was received with deformation of the distal threads. It was visually observed that the finished layer had been worn off and the most distal threads were rolled. Impact marks were also noted on the proximal surface. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Thus, it was determined that the received condition does agree with the complaint description. Dimensional inspection: accurate inspection of the relevant dimensions of the distal threads could not be conducted due to the post manufacturing deformation. Inspection of the outer diameter distal and proximal to the damaged threads was completed and found to be with the specification. The outer diameter just distal to the damaged threads measured 9.74mm which is within the specification of 9.8mm +0/-0.1 per drawing. The outer diameter just proximal to the damaged threads measured 9.48mm which is within the specification of 9.5mm +/-0.5 per drawing and general tolerances document. (All dimensional inspections completed with calipers ca802). Document/specification review: the following drawings, reflecting the current and manufactured revision, were reviewed. -nail extraction instrument: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Conclusion: the complaint condition is confirmed as the threads of the nail extractor are damaged as reported. However, no design or manufacturing defect or deficiency was observed during the investigation. No definitive root cause was able to be determined. However, the condition appears consistent with galling or cross threading of the thread junction. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no patient involvement. It is unknown when device became damaged. Device is an instrument and is not implanted/explanted. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while inspecting the proximal femoral nailing system (tfna) sets after going through the decontamination process, the nail extractor was noticed to be damaged. The threads on the tip of the device appear to be stripped and compressed upon each other. There were no procedure and patient involvement. This report is for a nail extractor. This is report 1 of 1 for (B)(4) .